Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2011 and a sling was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. The patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with a vaginal hysterectomy, culdoplasty, anterior and posterior repair and cystoscopy due to menorrhagia, uterovaginal prolapse and stress urinary incontinence.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). It was reported that following insertion patient experienced infection and urinary problems.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced fistulae, recurrence, bleeding, and dyspareunia.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced urinary frequency and urgency.